Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device fired scissored clips. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.